Event description:
During a procedure, the sheath hemostatic valve did not seal properly. The sheath was exchanged, and the procedure was completed.

Event description:
During an atrial fibrillation procedure, the sheath hemostatic valve did not seal properly allowed air to leak. The sheath was exchanged, and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.